Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
Counsel for the claimant alleges that the claimant was implanted with an omnifit crossfire insert and a c-taper lfit head on the right side. Until (B)(6) 2017 her right hip dislocated on 5 or 6 occasions, causing her to fall, causing severe pain and discomfort. Claimant underwent a revision. Surgeon noted that the liner was fractured.